Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: addr01 ipg implanted: 2010 (B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead had low pacing impedance and intermittent pocket stimulation when programmed to bipolar. The ra lead was reprogrammed back to unipolar and remains in use. No patient complications have been reported as a result of this event.